Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: brand name: micra, model #: mc1vr01us-delsys, expiration date: 14-may-2022, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR: no, mfg date: 03-dec-2020, labeled for single use: yes, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), when the tether got cut, the line on the delivery system got stuck and after multiple attempts in removing it, the physician displaced the leadless ipg from the wall of the heart. The leadless ipg was recaptured and placed successfully. No patient complications have been reported as a result of this event.